Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B7) other relevant history - not available from facility. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) lld cut/cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two capped right ventricular (rv) leads (5068 and 1088tc) due to redundancy and to add a left ventricular (lv) lead. Another rv lead and an ra lead were also present within the patient, but not targeted for extraction. A spectranetics lld #2 lead locking device (lld #2) was inserted into the 5068 lead and a spectranetics lld ez lead locking device (lld ez) into the 1088tc lead, to provide traction. Beginning with a spectranetics 11f tightrail sub-c rotating dilator sheath, attempts were made to free the leads through the innominate, but were unsuccessful. Switching to multiple spectranetics devices (11f tightrail rotating dilator sheath (long) and 14f glidelight laser sheath with a medium visisheath dilator sheath), no further progress was made past the innominate/superior vena cava (svc) junction. Thus, the decision was made to abandon the procedure, recap the leads, and implant the lv lead. The rv leads, along with the lld #2 and lld ez, were cut/capped and remained in the patient. Attempts to unlock the lld ez was unsuccessful (MDR #3007284006-2025-00118); therefore, no attempt was made to unlock the lld #2 (MDR #3007284006-2025-00119). The patient survived the procedure. This report captures the lld ez within the rv lead, which was cut and capped and remained in the patient.